Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for parkinson¿s disease. It was reported that the patient experienced pre-op inefficiency. Two days ago the patient¿s implant was turned on where they had the surgery. After staying at the hospital for some time, the patient¿s spouse was driving them home. Early in the car ride things started going very wrong. The patient felt awful and had little control over himself. About 1.5 hours after getting home, the patient¿s wife spoke with a doctor and they turned off the implant. Turned out that the patient probably had too high of a dose of medications and needed to reduce the dosage. The patient¿s experience was very poor. The patient was doing much better, the implant was turned on, and had true benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.